Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: delamination. Leak test was performed and found delamination on diaphragm valve. A microscopic analysis was performed which identify delamination in the diaphragm valve. Based on the device analysis the final assessment is: delamination of the diaphragm valve assessed as adhesive failure. During the analysis was observed delamination however not is a workmanship because the device was explanted. And it was received without its original sealed packaging. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: valve leak and/or damage this is a known potential adverse event addressed in the product labeling."

Event description:
Healthcare professional reported right side "failed". Device has been explanted.